Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, clips were jammed in the jaws and clips did not hold or stay in place once fired. Clips also spit and scissored. It is unknown how the case was completed. There was no adverse consequence for the patient reported.